Event description:
I began to feel extreme fatigue, muscle aches, extreme brain fog, and concerning memory loss, degenerative arthritis, anxiety, double night vision, head pressure, high blood pressure spikes, dizzy and pain in my breasts. I went for every test imaginable, brain MRI, cervical spine MRI, blood tests, EKG, stress test, eye tests, mammogram, sonogram, doctor after doctor. All testing comes back normal. Glasses haven't even been able to fix my double vision. All doctors want to tell me I must be tired and stressed. The only thing I¿m stressed about is that no one is listening, and these doctors are basically the ones I will rely on to keep me alive for my children. My implants are making me sick. I was told by my plastic surgeon it was completely safe, I was getting saline (little did I know they could grow mold and bacteria and were in a silicone shell) and there was no expiration date on them. I¿ve lost weight, I do yoga, I eat organic. But I¿m (B)(6) living in an (B)(6) year old body. I want to feel well for my kids, and someday grandkids. Please help, if not me, help others, the next generation of implanters. I am scheduled to explant on (B)(6) 2019. Thank you, (B)(6).